Event description:
Hill-rom received a report from the account stating the brake caster is not holding and brake steer pedal is bent. The bed was located at the account in the (B)(6) building. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support found the brake caster is not holding and brake steer pedal is bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005 and 2007-2010. It is unk if the facility performed any other preventative maintenance on ths bed. Hill-rom technical support provided the account with part numbers. The account will order and replace the brake caster and the brake steer pedal to resolve the issue. Based on the info, no further action is required.